Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an error 2 message issue with her onetouch ultralink meter. The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 1:46pm. As part of the patient's diabetes regimen, the patient claimed she is on an insulin pump. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. Prior to the start of the alleged issue, the patient reported feeling thirsty. In response to the symptom, the patient stated she self-treated with food/drink. According to the patient, no other blood glucose device was used at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, the correct test strips were used, the patient's testing procedure was correct, there was no misused of the meter, and the alleged error 2 message did not occur when powered on. The cca walked the patient through a blood retest; however it was not resolved. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of hyperglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient felt symptomatic prior to the alleged error 2 message. In addition, there is no evidence of delay in treatment. Therefore the meter did not contribute to the patient's symptom. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up #1 (8/8/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dirty spc. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.